Manufacturer narrative:
Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for proximal humeral fractures by using the screwdriver shaft and handle. During the surgery, at the time of cortex screw insertion, the surgeon pushed the button(knob) of the handle in order to connect screwdriver shaft, but the button(knob) of the handle did not get back to the original position. As a result, surgeon could not connect the screwdriver shaft with the handle. Finally, the button(knob) got back to the original position, but it was not workable. Surgeon used other devices (screwdriver shaft and quick handle) in the instrument box and completed the surgery successfully with a less-than-30-minute delay. No further information is available. Concomitant devices reported: cortex screw (part# unknown, lot# unknown, quantity# 1; scrdrivershaft-2.5-hex t15 (part # 03.400.101, lot # 8200836, quantity 1). This report is for one (1) handle f/screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.400.111, lot: 3l23002, manufacturing site: bettlach, release to warehouse date: january 29, 2019 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received handle is an used condition with slight scratches and discolorations at the surfaces. Functional testing: the complained malfunction that the knob of the handle is not functional could not be reproduced. The knob can be pushed and goes back to the end position without any issue. Also the received screwdriver shaft can be inserted, is hold in position when the knob is released and can be removed from the handle when the knob is pushed. No functional issue could be detected. Investigation conclusion: the complained malfunction could not be replicated during the performed evaluation, the handle is functional as required and therefore is the complaint rated as unconfirmed. Afterwards it can only be assumed that some residues did lead to the problems during the procedure and that these residues were removed during reprocessing when the devices were returned. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.